Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor was not sticking to his skin. When the customer removed the infusion set he noticed that he was bleeding and then had a reaction. Customer's blood glucose level was 400 mg/dl. The device was not returned.